Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 548 mg/dl. Customer went to the (B)(6) hospital on (B)(6) 2018 due to high blood glucose levels. Customer was placed on IV fluids and insulin drip to treat their high blood glucose levels. Customer advised they had a bent cannula which resulted in high blood glucose levels. Customer was advised to change out their infusion set and return the infusion set for analysis. The insulin pump will not be returned for analysis.